Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead exhibited loss of capture due to dislodgement. A revision procedure was performed two days later where the lv lead was explanted and a competitive lead was successfully implanted. No additional adverse patient effects were reported.